Event description:
Additional information received from the initial reporter confirmed the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the indicated phenomenon "lcd is not displayed" was reproduced, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the liquid crystal did not appear on the lcd monitor. The therapeutic procedure was completed with no delay and there was no report of patient harm.

Manufacturer narrative:
E1) establishment name: (B)(6) medical center (noting due to character limit). The device was returned to olympus for evaluation of the reported issue. In addition to no image, an exterior damage and a deformed mainframe were found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.